Manufacturer narrative:
Zimmer biomet complaint number: (B)(4). Additional PMA/510(k) number: k072642. Product has been received by zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the prosthetic screw at tooth location #26 loosened and was replaced by a new one.

Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
Zimmer biomet complaint number (B)(4). One (1) certain gold-tite large hexed screw (ilrghg) was returned for investigation. Visual evaluation of the as returned screws identified signs of use but no apparent malfunction. Functional testing was performed and the screw threaded into an in-house implant as intended. A pre-existing condition wasn¿t noted on the per form. Bone density was unknown. The reported device was located on tooth # 26 (unknown dental notation system). Usage was unknow. DHR review could not be performed since the lot numbers associated to the items were not provided. However, zimvie quality management system (qms) has controls in place to ensure the distribution of conforming product. A complaint history review by item number was conducted for the ilrghg dating back to 12 months from now. The complaint history review revealed that there are no existing non-conformances/CAPA/hhe/d/ie/product holds for the reported product for similar event. Review completed utilizing keywords: functional : loosening. Therefore, based on the available information and functional testing, device malfunction did not occur. However, the reported event could not be verified as the exact details of event were nonverifiable.